Manufacturer narrative:
Initial reporter phone number: (B)(6). Manufacturing location: (B)(4). Manufacturing date: march 07, 2014. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Follow up medwatch 3 (mw325178) received failed acknowledgment message. Resubmitting information to ensure receipt. A manufacturing evaluation was completed: the knob at the end of the shaft is broken off. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. During manufacturing investigation the hardness and the diameter next to the breaking point have been measured. Both results are within specification. Therefor a manufacturing related issue can be excluded. It is likely that the breakage of the applicator inner shaft may have been caused due to high mechanical force which was applied during use. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the knob at the end of the shaft is broken off. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. During manufacturing investigation the hardness and the diameter next to the breaking point have been measured. Both results are within specification. Therefor a manufacturing related issue can be excluded. It is likely that the breakage of the applicator inner shaft may have been caused due to high mechanical force which was applied during use. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a surgery for lumbar spinal canal stenosis took place on applying t-pal on (B)(6) 2016. The surgeon designed to implant three spacers to fix between patient's l2-l5. The reported three application instruments were connected as a unit. The two united application instruments were prepared for this surgery. During procedure of implantation of the first spacer implantation, the surgeon noted the inner shaft came off from the unit. He stopped using the application instrument. Then at the time of the second spacer implantation using another application instrument, the surgeon found the opposite tip to jaw part of the reported shaft was broken. Eventually he decided not to implant the second spacer and shifted to the surgery to bone transplantation. The surgery was completed with a 40 minute delay. As a result, opposite tips to jaw part of the reported shafts were detected during the surgery. This report is 1 of 2 for (B)(4).